Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8360678. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-06-28. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that the customer found needle clog during flow check. Consumer reported - finding needle that clog during flow check. Removes from pen uses a new then it works. Consumer informed reuses but this is a new needle when this happens. Informed consumer not to reuse. Informed proper placement.

Event description:
It was reported that needle clogged during priming with a bd pen ndl 32g 4mm. The following information was provided by the initial reporter: it was reported that the customer found needle clog during flow check. Consumer reported - finding needle that clog during flow check. Removes from pen uses a new then it works. Consumer informed reuses but this is a new needle when this happens. Informed consumer not to reuse. Informed proper placement.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.